Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the ins was going to be replaced tomorrow because the current implant battery drained quickly. The implant was still on and working, so the battery wasn't depleted yet. No further complications were reported as a result of this event. [Refer to (B)(4) for information regarding the poor communication].